Manufacturer narrative:
Concomitant medical products: 3093-28 interstim urinary mgu lead, implanted: (B)(6) 2013, 3058 interstim urinary mgu lead, implanted: (B)(6) 2013, w4tr02 crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and the left ventricular lead had varying threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.